Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. The olympus service center evaluated the device. A visual inspection on the as is received condition of the device was performed and observed the housing of the device has no indications of physical damage. Some corrosion located on the output socket of the customer's clv-190 was identified. The screws to the top cover of the device were untightened by the service center and was unable observe anything abnormal on the inside of the device as the cover was removed. The top cover was then placed back onto the device and the screws were tightened. A functional test was performed using a test cf-hq190l, which was inserted into the output socket of the clv-190 and was engaged with a clicking sound indicating the endoscope connector was properly locked into the output socket of the clv-190. Mq powered on the clv-190 and set the air on standby mode and the air regulator button was pressed until the h which stands for high on the front panel led illuminated. Then the service center pressed the air flow button until on led illuminated and verified that the pump turned on and air was being provided. The air flow button was pressed again and set to standby as the clv-190 light source was left on and performed an eight hour hour burn-in test with the air on standby mode. Unable to confirm that the air function came on by itself as the setting was in standby mode for eight continuous hours. Further testing was performed and burned in the device and left the air on standby mode for an additional six hours and after a total of fourteen hours of burn-in tests. Still unable to verify the air function coming on by itself. The instructions for use include the following notes and cautions below: the airflow regulator setting is automatically saved when the light source is turned off, and it recalled when the light source is turned on again. The factory default setting of the airflow level is ¿h¿ (high). Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This event has been submitted by the importer on MDR# 2951238-2021-00443.

Event description:
The customer reported to olympus the air function turned on by itself during a therapeutic esophagogastroduodenoscopy procedure. The patient had an unknown injury and was admitted to the hospital due to this malfunction. Multiple attempts have been made to request additional information. No response from the customer to date.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-oct-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, an operational test was performed for a total of 14 hours with the airflow standby mode. The investigation revealed that the air function did not come on by itself. It could not be determined if the phenomena occurred due to malfunction of the concerned device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.